Event description:
Pt reported experiencing seizures, for the past 3 days, due to hypoglycemia. Pt indicated that on each occasion, emergency medical svs were summoned for assistance. On the day of the report, pt indicated that blood glucose measured 225mg/dl, on the suspect device at 7am. Pt reportedly delivered 1 add'l unit of insulin glargine based on this value. Two hrs later, pt reportedly began seizing. A friend summoned emergency medical svs, on her behalf, and upon their arrival, pt's blood glucose reportedly measured 36mg/dl, on paramedic's device. Pt stated that she was treated by paramedics with oral glucose syrup. No add'l treatment was rec'd. Pt noted that in spite of recurrent hypoglycemia, blood glucose values have consistently been measuring >200mg/dl on the suspect device. Qc testing was not performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.